Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine device check that the physician advised the device needs to be replaced due to normal elective replacement indicator (eri). However, the right ventricular (rv) lead exhibited high out of range shock impedance (great than 160 ohms) for approximately 1 month. The physician is requesting additional education on what testing should be done on the rv lead prior to the device replacement. The physician advised that the pacing impedance, thresholds, and sensing parameters are all within normal range. The doctor performed some provocative maneuvers without any noise reproduced. A technical service (ts) consultant reviewed device data and provided recommendations for lead integrity testing and x-ray imaging. The rv lead remains implanted. No adverse patient effects were reported. Several attempts to obtain additional information have been unsuccessful.